Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11136. It was reported one of the pt's leads was eroding through the skin and had become exposed on his face (off-label use). In addition, the physician believed the site had become infected. It was reported the physician was working with a plastic surgeon to provide a skin graft over the open area to cover the lead. F/u identified the physician relocated the leads and the skin grafted to patch the erosion area. The pt was placed on IV antibiotic for 6 weeks.

Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.